Manufacturer narrative:
The customer¿s report of the keypad membrane peeling was confirmed through visual inspection of the received devices. However, the exact cause of the issue is unknown. The keypads on each received device exhibited lifting in the bottom right corner near the carefusion logo without exhibiting any traces of fluid ingress around the keypads. Based on the findings from the investigation, it is suspected that insufficient pressure is being applied to the keypad during the assembly of the keypad to the front cover. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that syringe module membrane overlays are starting to peel. About 3 out of 20, or 15% of the modules are affected. The customer cleans the devices with "sani cloth af3".there was no patient harm.